Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that while ablating in q plus mode, the force reading would immediately spike from about 10g, up to 70-80g, on the carto 3 system. There were no errors displayed on the carto 3 system. They re-seated the qdot catheter connections, without resolution. The cable was replaced without resolution. They disconnected the rest of the catheter cables from the front of the patient interface unit (piu), but the issue persisted. When the physician removed the qdot catheter from the body, it was noticed that blood had pooled inside the tip of the qdot catheter. The qdot catheter was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported. The force issue, as well as the blood that was seen inside the tip of the catheter were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 27-jun-2024, there was reddish material and a hole in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 27-jun-2024.

Manufacturer narrative:
The qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test evaluation of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31296329l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The device instruction for use states: using aseptic technique, remove the catheter from the package and place it in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).